Manufacturer narrative:
Additional information (28-nov-2017): a siemens headquarters support center specialist reviewed the instrument data. There was no sample level sense, reagent level sense, or mechanical issue during the time the imprecise results were obtained. The issue was not observed in quality control, which is indicative of a sample specific issue. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Preanalytic factors leading to fibrin interference could not be ruled out as the causative agent. The cause of the imprecise insulin-like growth factor I results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2247117-2017-00129_s1 was filed for the same event.

Manufacturer narrative:
The cause of the imprecise igf-1 results on one patient sample is unknown. Siemens is investigating the issue. MDR 2247117-2017-00129 was filed for the same event.

Event description:
Imprecise insulin-like growth factor I (igf-I) results were obtained on one patient sample on an immuite 2000 xpi instrument. The sample was initially elevated. The sample was repeated on the same instrument, resulting lower. The sample was then repeated in replicates on the same instrument, which resulted lower than the initial run and higher than the first repeat run. Only the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise igf-1 results.